Event description:
During the implant procedure, a pneumothorax occurred. The surgeon applied pressure to the area, placed a chest tube, and admitted the patient after the implant procedure was completed. The chest tube was removed 2 days later and imaging confirmed pneumothorax had resolved. The patient was discharged.